Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason. Additional information was received that the reason for the swap was due to the ipg not holding a charge. The patient was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason.